Event description:
A malfunction with the code malf 9 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further issues arise.